Manufacturer narrative:
UDI (di) : not available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20011. It was reported during the permanent implant procedure the patient experienced pain when the physician attempted to implant the scs lead. The physician tried another smaller lead but was not successful. As a result, the physician abandoned the procedure.